Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained tachycardia and increased counts to the sensing integrity counter (sic). The lead also exhibited t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.